Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). Additional information reported it was unknown if there were any contributing factors that may have led to the event. Surgical intervention was not planned and had not been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration 100 mcg/day via an implantable pump for subarachnoid hemorrhage. It was reported that the patient experienced aggravated lower extremity spasticity. On (B)(6) 2017, a refill was performed and a volume discrepancy was seen. It was reported that the residual drug volume on programmer was 2.7ml and the actual residual drug volume was 14ml with a variability of 73.9%. It was reported that a catheter x-ray study and rotor test study are scheduled to be performed on (B)(6) 2017. It was reported from the physician that the aggravated spasticity was considered to be led by the variation anomaly and the physician suspected an anomaly of the itb system. The causality was reported as none for the investigational and surgical procedure and unknown if it was related to the catheter, pump, or programmer. The classification of the severity of the adverse event was reported an n/a to 1-7 (not serious). No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated the reason for saline substitution in (B)(6) 2017 was because there was a proposal to stop medicine from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Previously reported in manufacturer report # 3004209178-2017-20933 on 2017-oct-04, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (100 mcg/day, unknown concentration) via an implantable pump for subarachnoid hemorrhage/head injury. The patient's medical history parkinson's disease (treated with dopacol and amantadine) and symptomatic epilepsy (treated with carbamazepine). On (B)(6)2017, pump operability and catheter testing was performed. Testing indicated a volume discrepancy was identified. The pump was previously refilled with 18.0 ml of drug. The actual reservoir volume (arv) was 14.0 ml and the expected reservoir volume (erv) or "residual drug volume on programmer" was 2.7 ml. There were no reported patient symptoms related to the volume discrepancy. No further complications were reported and/or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, lot# n559005001, implanted: (B)(6) 2016, product type catheter. Product ID 8781, lot# n559005001, implanted: (B)(6) 2016, product type: catheter. Device codes have been updated to include (B)(4).

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported catheter fluoroscopy and a rotor test were attempted on (B)(6) 2017. Drug could not be aspirated and fluoroscopy was unable to be performed. The rotor test confirmed that the pump operability had no anomaly. On (B)(6) 2017, catheter replacement procedure was scheduled to be performed. The physician's assessment stated, "since spasticity was aggravated along with abnormal variability, it was suspected that itb pump system malfunctioned. As catheter fluoroscopy was attempted, the drug could not be aspirated; catheter issue was suspected. Additional information received reported the catheter replacement for (B)(6) 2017 was cancelled for the time being due to the patient being bedridden with advanced age.